Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported air bubbles when she fills the reservoir. The blood glucose reading was 87 mg/dl. Customer was unsure if she had applied pressure to the o-ring while filling. Customer was advised on how to remove air bubbles. Nothing further was reported.